Event description:
Boston scientific crm received information that fifteen days post implant the right ventricular (rv) lead exhibited elevated threshold and decreased sensing measurements. The patient did report that he had been pulling himself up in bed and lifting his arms during physical therapy. A chest x-ray did not reveal any significant changes in lead position, however, the physician suspected a micro-dislodgement and ordered a lead revision procedure. During the revision procedure, the physician made multiple attempts to reposition the rv lead with no success. The rv lead was explanted and a new lead was successfully implanted. No specific lead measurement was provided and no adverse patient effects were reported.